Event description:
It was reported that the patient presented in clinic for follow up. Post-sensed t-wave oversensing was observed resulting in patient receiving inappropriate high voltage therapy. The device was reprogrammed. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.